Event description:
It was reported by the patient that the pod's needle deployed early indicating a needle mechanism failure. The cannula was visible but the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone16.2 cgm sensor type: g7.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would cause the needle mechanism to deploy early. A single timeout was observed at the end of the pods run in conjunction with the pod generating an 0x18 safety alarm indicating pod has reached empty reservoir. The pod arrived in pod state 15 delivering more than 200 pulses and the data indicated typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No damages or manufacturing defects were observed. The pod had functioned as intended.